Event description:
The customer reported via phone call that the reservoir connection is broken on the insulin pump. Customer's blood glucose was unknown mg/dl.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, scratched reservoir tube window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.